Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the patient was revised due to aseptic loosening stem; infection. Revision njr number: (B)(4); side: r. Primary asa: p2- mild disease not incapacitating.

Manufacturer narrative:
After the initial report it was determined that this product was not used in this cases. Please void the initial report. The components that were used were previously reported under mdrs: 3010536692-2018-01238 and 3010536692-2018-01240.